Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion.

Event description:
It was reported that during implant the physician had difficulty implanting the right ventricular (rv) lead. The patient complained of pain during the procedure but there was no evidence of a perfusion. After implant the lead showed no capture, high thresholds and high impedance. When the patient was x-rayed, the electrode was seen next to the diaphragm. The lead was turned off. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.